Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the ins never helped reason for implant. It was noted that the reason for implant was stress incontinence. The patient reported that he had tried all 4 programs and increased stimulation as high as he could tolerate on all 4. There were no falls or traumas related to this issue. The patient reported having leakage. The patient also reported a sudden loss of stimulation. It was noted that the therapy was on. No falls or traumas related to not feeling stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.